Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Without return of the device (remains implanted), the clinical observation cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events.

Event description:
Edwards received information that a transcatheter aortic valve (tavr) was implanted inside this surgical valve (valve in valve) after an unknown implant duration. It was reported that the tavr intervention was secondary to calcification.